Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2021-02021. It was reported that the patient was in need of an MRI but there were high impedances on one of their leads. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced, resolving the issue. Note: as it is unknown which lead had high impedance, both leads are being reported.